Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the symptom delayed keypad response, determined to be caused by the signal from a component on the processor printed circuit board being held low for longer than normal. The processor printed circuit board was replaced to correct this condition.

Event description:
During a baxter evaluation of a spectrum infusion pump, it was found that the device had a delayed keypad response. There was no pt involvement.